Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 432, 244, 199, 220 and 167 mg/dl. The customer¿s expected blood glucose test result ranges are 100-120 mg/dl am fasting and below 160 mg/dl 2 hrs. After meal. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 392 mg/dl using true metrix air meter. The product is stored according to specification in the hall closet. The test strip lot manufacturer¿s expiration date is 08/28/2024 and open vial date is 3 weeks ago. The meter memory was reviewed for previous test result history: result 1: 432 mg/dl date: 12/19/2023 time: 12:18 pm non-fasting. Result 2: 244 mg/dl date: 12/19/2023 time: 8:34 am fasting. Result 3: 199 mg/dl date: 12/19/2023 time: 7:22 am fasting. Result 4: 220 mg/dl date: 12/17/2023 time: 9:23 am fasting. Result 5: 167 mg/dl date: 12/12/2023 time: 11:15 am non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: (B)(6): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 10-jan-2024 to ensure the replacement products resolved the initial concern, trained customer through control test with level one control solution, results within range. No further assistance required.

Manufacturer narrative:
Sections with additional information as of 01-feb-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.